Event description:
It was reported that the subject device had an image problem (poor quality of image, color tone, and image error) and abnormal appearance on the cable (visual defects). There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4 unique device identifier (UDI) #, d8, g3, g6, h2, h4, h6, h10 and h11. Corrected fields: d9 device available for evaluation: (marked yes, device was not returned), e1 phone number: (inadvertently had an additional 0 in the last digit) and e2/e3 (inadvertently did not document e2/e3 on h11); e2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, therefore the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the cause was not established. Olympus will continue to monitor field performance for this device

Event description:
It was reported that the subject device had an image problem (poor quality of image, color tone, and image error) and abnormal appearance on the cable (visual defects). There were no reports of patient injury or harm associated with this event.